Event description:
The patient underwent coil embolization three months ago for a ruptured acom aneurysm (ica-internal carotid artery/a1 segment). Because this aneurysm had a wide neck, the physician only partially coiled the aneurysm with the intent of bringing the patient back to finish the embolization with an enterprise vrd. The patient was alert and oriented x3. The physician started the procedure by placing a 6french envoy guiding catheter into the left ica. Then a 45 degree prowler plus was placed through in the left a1 and into the left a2, followed by the placement of a straight sl-10 into the aneurysm via the same route. The residual aneurysm measured 2x3x2mm. It should be also noted that the a2 measured 2.17mm and the a1 measured 2.84mm. The vrd was deployed 70%, and four orbit coils were placed into the aneurysm. It should be noted that the vrd was recaptured and redeployed once during the procedure. Contentious flush was maintained throughout this time. After the aneurysm was adequately coiled, the vrd was fully deployed. When this was achieved, and all of the remaining devices were removed, the physician noted that the proximal tine markers of the vrd did not expand. Several attempts were made with the s1-10 micro-catheter to "bump" the tines open with no success. The patient was not noted to suffer any undue side effects from this event. Additional information indicated that no other reconstructive devices were utilized for the procedure. The stent was only partially expanded, because the physician wanted to be able to reposition the vrd if necessary. The target site was fairly straight. During complete detachment of the stent, the microcatheter did not move towards the stent. Medication prescribed after discharged consisted of plavix and asa. Additional information will be submitted within 30 days of receipt.